Manufacturer narrative:
Patient has a history of thrombus in the pump. A right mca ischemic cva had occurred on (B)(6) 2021. There was thrombin noted in the pump at the time of the (B)(6) 2021 ischemic cva (see 3004582654-2021-00019). Patient was explanted on (B)(6) 2021.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event. The pump was full fill and ejection. The patient had a pump change on (B)(6) 2021 for thrombus and had a history for multiple pump changes for thrombus. On (B)(6) 2021, a head CT revealed a left mca ischemic cva. There was no noted thrombin deposits in the pump at the time of the event.